Manufacturer narrative:
Other, other text: no device was returned for investigation. DHR review was not able to be done due to no lot number being available.

Event description:
It was reported that during a procedure, the needle was lost. An extra 3 hours were spent in procedure locating the needle without complications to the patient.

Manufacturer narrative:
Other, other text: no device was returned for investigation. DHR review was not able to be done due to no lot number being available.

Event description:
It was reported that during a procedure, the needle was lost. An extra 3 hours were spent in procedure locating the needle without complications to the patient.